Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The event code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00057, 00059. This event occurred in (B)(6).

Event description:
Allegedly primary surgery was performed at (B)(6) 2010. After the surgery, the surgeon found the loosening for the cup when the patient received the routine medical checkup. The surgeon believed this incident is likely "osteolysis". So revision surgery was performed at (B)(6) 2013. Medium activity level.